Manufacturer narrative:
.

Event description:
The patient was in a car accident in early 2007. Afterward she had an adjustment done. Since the adjustment, the patient experienced no stimulation sensation and then sudden shocking and jolting in this area of throughout her body. The patient felt stimulation on the left side but not on the right side. An x-ray revealed no lead fracture (date not reported). Additional information has been requested. A follow-up report will be submitted, if additional information becomes available.